Event description:
It was reported that the safety device of a jelco® saf-t wing® blood collection and infusion set was "stiff", and difficult to retract. The needle wasn't completely retracted into the safety and the nurse was stuck. No permanent injury was reported.